Event description:
It was reported that impedance values greater than 3600 ohms were found on the patient's implantable neurostimulator. All impedances for electrodes 0 thru 7 were open. The group impedance values were also greater than 3600 with a current of .123 ma when run at 2v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: recharger model 37752 serial# (B)(4); lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na.